Event description:
It was reported that 4 recent failures of the temporary external pulse generator (epg) cables was found. The reporter was unsure of the length of service of the leads, but found it concerning that 4 failed at once. It was noted that a couple of them looked old, but the newer ones had connector damage (one has been sticky taped). The black connector snapped off. A part is missing from the black connector. A part was missing from blade connector. No patient complications were reported as a result of this event. Note: there are a total of 4 cables represented under this report.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Note: there are 3 cables with model 5433a and 1 cable with model 5433v; all represented under this report.